Manufacturer narrative:
Product analysis: the product has been received at medtronic's quality laboratory and continues to undergo analysis. A supplemental report will be filed following the completion of the analysis. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed that all leaflets were in the closed position with good depth of coaptation. All leaflets were slightly stiff but flexible and intact. All commissures were intact. Hydrodynamic pulse duplication testing at 70 beats per minute with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis could not confirm the clinical observation as the valve performed as expected during laboratory testing. (B)(4).

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, echocardiogram revealed that the leaflets were not opening properly. The valve was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.